Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they turned the sensor feature back on and it gave a sensor error alarm followed by a calibration error alarm after entering the blood glucose. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer's mother called back and stated that they the sensor error recurred. The customer's mother was advised to remove the sensor. The customer's mother stated that the cannula was extremely short. The customer's mother was advised that the sensor will be replaced. The sensor will not be returned for analysis.